Event description:
N/a.

Manufacturer narrative:
The advanta v12 stent delivery system was returned from the field and evaluated. The balloon was separated from the catheter shaft. The separation was at the proximal balloon bond. Due to the condition of the returned balloon determining whether the balloon had a leak or tear was not possible. Based on the condition of the balloon it does not appear to have been deflated fully. The distal balloon cone was still very large as if there was a bolus of fluid in it while attempting to pull the balloon back into the sheath. There is a defined area where the balloon had been deflated or within the introducer sheath. The balloon had been separated at the proximal balloon bond and the neck of the balloon had narrowed down to a smaller diameter as did the catheter shaft just prior to the proximal balloon bond. This balloon weld where the pet balloon is thermally welded to the catheter shaft is tested in process to ensure the quality of the bond. A sampling of every manufacturing lot is tested to ensure it meets the tensile force requirement of 15 newtons (n). The production lot history records indicate that the minimum tensile force seen during the testing was 24 n. This is well above the 15 n requirement. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This testing includes the ability of the stent to be deployed and the balloon deflated then withdrawn back through the introducer sheath. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following. ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing as detailed above. ¿ distal tip tensile testing. ¿ catheter leak check. Conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty. It is possible that the balloon was not allowed the required 40 seconds of deflation time as indicated within the supplied instructions for use prior to removing out of the stent.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the stent balloon separated from the delivery catheter after deployment. The balloon end was retrieved via a femoral cutdown.